Event description:
International affiliate reports that following valve implantation, the pt was hospitalized for rehabilitation after subarachnoid hemorrhage and surgery for normal pressure hydrocephalus. Pt experienced dysbasia and incontinence. CT scan revealed enlarged ventricle. The valve pressure was changed but the pt's condition did not improve and a blockage was noted within the device. The valve was explanted. Codman was notified of this event on december 11,2002.